Event description:
It was reported that during the implant procedure of the leadless pacemaker (lp), the pacing impedance was noted to be low and not increase to a preferred value. The patient was also noted to experience arrhythmia due to the implant procedure. Post-implant, the patient's leadless pacemaker (lp) was noted to exhibit an increase in capture threshold and loss of capture due to it. It was determined that the lp had dislodged and travelled outside of its intended chamber. The device was explanted. The patient was stable.